Event description:
I had a total knee replacement done on (B)(6) 2009. Months went by after much therapy and pain was unbelievable. Within 5 months after much complaining to o.s. He had to do revision surgery to change out tibia spacer to larger one. I am presently 2 years out from my original surgery and have been in incredible pain after having to get second and even third opinions and having ultrasounds and bonescans done, it has come to light that my zimmer knee implant has failed to adhere to the bone and is coming loose. I am having surgery "again" for the 3rd time to fix problem. My implant specs are as follows: zimmer gender solutions natural knee flex system. I feel that it is not acceptable that such device has failed in just 2 years. Furthermore requiring for me to have further surgery for extraction of implant and new one put in. Zimmer gender solutions natural knee flex system, started therapy, one week after surgery on (B)(6) 2009 and had 13 sessions of therapy at facility.